Event description:
It was reported that during a procedure for a lesion located at the internal carotid artery segment, after the guidewire was positioned, the subject microcatheter was advanced over the guidewire to the target site. During advancement, the proximal portion of the subject microcatheter fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.